Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer had already changed the infusion set three times, but the high blood glucose levels persisted. The customer had already reverted to his back-up plan per healthcare provider's instructions. Troubleshooting was done. The customer stated that they were unsure if the insulin exited the tubing during the priming process. Customer stated that there was a strong insulin smell from the reservoir. Advised to replace the reservoir and continue troubleshooting. Insulin was able to exit, and there was no longer a strong smell of insulin. Customer stated that the insulin pump did not alarm no delivery. Advised that a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.